Event description:
Information received from the field notes that during a routine follow-up, bipolar lead impedance was 1700 ohms and unipolar impedance was 466 ohms. At a follow-up four months previous, bipolar impedance was 900 ohms and unipolar imped- ance was 400 ohms. The patient paced 1% of the time in the ventricle but had pocket stimulation with unipolar pacing. The physician elected to leave the device implanted unless the patient had trouble tolerating the pocket stimulation.